Event description:
During a trial procedure, the pt reported severe pain in the back of his neck and head. The physician explanted the trial leads, administered a blood patch and IV. The pt is reportedly doing well.

Manufacturer narrative:
The leads were discarded by the medical facility and will not be returned for evaluation.